Event description:
A marathon was being prepared for use in an avm treatment. It was reported the catheter performed a pt's vessel while navigating over the mirage guidewire to the distal aca. The pt's current status was reported as weak on her right side after surgery; however, the physician thinks she will recover with rehabilitation. Also the pt was taken to surgery prior to the injury.